Event description:
A representative reported that a pump with a pending alarm was implanted and ¿they had to explant¿. This was noted to have occurred over a year ago. The medication used within the system was unknown.

Manufacturer narrative:
(B)(4).